Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that that they had been having pain and burning at the implant site for the past 3-4 months. They're scheduled for an MRI on monday but their healthcare provider (hcp) told them that they needed to remove the ins and the leads and they were scheduled for that procedure on september 16th. The patient requested assistance to check their MRI eligibility. The agent assisted patient with activating the MRI mode; they confirmed full body eligibility, then they deactivated it and turned the therapy back on. They were redirected to their hcp to further address the issue. The agent sent an email to patient registration services to update on the plan for surgery to remove the ins and leads due to pain and burning at the implant site.